Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The reported event of noise was confirmed. Analysis found full breached insulation degradation was noted at 4.5 cm from the connector boot. The cause of the reported event of noise is isolated to the insulation degradation.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and the right atrial lead exhibited noise. After both the leads were explanted using laser; the patient¿s blood pressure suddenly dropped. The patient¿s super vena cava was dissected, and the physician immediately initiated surgery to repair the tear. After the tear was repaired and the patient stabilized, epicardial leads were implanted. The patient was in stable condition.